Manufacturer narrative:
A review of lot file (B)(4) is still in progress. (B)(4) complaint database review: a review of complaints received for lot b703 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends were detected. Service order (B)(4) completed on (B)(4) 2013. Verified the problem. Cleaned centrifuge with bleach and alcohol. Performed section check out procedure. Passed all tests. Repairs have returned this instrument to expected operation. All required documentation given to the customer. The assessment is based on info available to at the time of the investigation. No product returned has been received by the customer for investigation as of the date of this report. The root cause for this complaint cannot be determine as investigation is still ongoing. (B)(4).

Event description:
Customer is reporting a blood leak at the centrifuge bowl. Complainant name: same as reporter. Customer stated that they noticed a blood leak between the centrifuge and the a/c tubing and immediately aborted the treatment. Customer states the pt is stable and they estimated a blood loss of about 125ml which the pt can tolerate due to the pt's high hematocrit (43%). Service order # (B)(4) was dispatched for inspection of instrument serial number # (B)(4). Customer will return the product for investigation.